Manufacturer narrative:
(B)(4).

Event description:
The healthcare provider for a clinical study, via manufacturing representative, reported there was a power on reset (por) for a new neurostimulator during post-operation interrogation. It was noted that the serial number was entered manually. There were no patient symptoms reported for the event and the cause was not determined. The issue resolved without sequel on (B)(6) 2016.